Manufacturer narrative:
Philip's remote service engineer advised the customer to remove the motor controller (mc) and power management (pm) printed circuit board assembly (pcba) and ohm out the 2 primary speakers looking for < 9.8 ohms at the connectors from the speakers and if good to reassemble and retest. Philip's remote service engineer indicated if problem occurs to replace the central processing unit (cpu) and discussed cpu installation to include reprograming the operating hours and serial number to the cpu and to reinstall the software options. Multiple attempts have been to confirm the device context, repair details and faulty parts being returned, and the customer has not responded to requests for additional information.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer contacted technical support, stating that the unit had an error code of primary alarm failure. The customer reported there was no patient involvement at the time the issue was discovered.